Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain syndrome in a female patient") in a 45 year-old female patient who had essure inserted (lot no. B85137). The patient had a medical history of bartholinitis. As concurrent condition the report mentioned behcet's disease. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (bilateral cornuectomy via robot-assisted laparoscopyand bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: removal was performed a the patient¿s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.325 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain syndrome in a female patient") in a 45 year-old female patient who had essure inserted (lot no. B85137). The patient had a medical history of bartholinitis. As concurrent condition the report mentioned behcet's disease. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (bilateral coronectomy via robot-assisted laparoscopy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: removal was performed a the patient¿s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.325 kg/sqm. Batch no: b85137, production date:2013-10-28, expiration date:2016-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jan-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain syndrome in a female patient") in a 45 year-old female patient who had essure inserted (lot no. B85137). The patient had a medical history of bartholinitis. As concurrent condition the report mentioned behcet's disease. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (bilateral cornuectomy via robot-assisted laparoscopy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2022. The reporter considered pelvic pain to be related to essure administration. The reporter commented: removal was performed a the patient¿s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.325 kg/sqm. Batch no: b85137, production date: 2013-10-28 and expiration date: 2016-10-31. Date of sample received at quality unit 2023-01-11. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 24-jan-2023: quality safety evaluation of product technical complaint. We received a lot number and sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.